Event description:
The customer reported that the high alarm is not alarming in the telemetry room. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.

Manufacturer narrative:
The monitor tech reported that at the unit, nurses can hear the patient alarm at the central but not at the monitor tech. At monitor tech, the tech is overviewing the patient. The remote service engineer reached out to clinical/maria for recommendation. It was recommended to the customer to discharge the patient, clear the sector and re-admit the patient. The monitor tech will monitor the situation and will call back. The reported problem was resolved remotely and returned to use.based on the information available and the testing conducted, the cause of the reported problem was the customer virtual server. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.